Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd preset¿ eclipses¿ experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: before performing blood gas analysis, the nurse unpacked the outer package and found that the arterial blood sampling device had no calibration.